Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, failed drawer. Drawer 3.2 not detected on bus and customer tried to recover storage space, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 was not detected on bus. The field service engineer (fse) dialed into the station, confirmed the failures in storage space configuration, logged into hardware test application, verified all firmware versions, ran the required firmware update, and rebooted the machine to restore normal operation. The system functioned as intended after the field service engineer (fse) resolved the issue